Manufacturer narrative:
Article citation: vorstenbosch, joshua, ghione, paola, plitas, george et al. Surgical management and long term outcomes of bia-alcl: a multidisciplinary approach. Annals of surgical oncology; 15/dec/2023. The events of lymphoma - alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; seroma.

Event description:
Through journal article "surgical management and long-term outcomes of bia-alcl: a multidisciplinary approach," authors reported a cohort of 18 patients undergoing implant removal and capsulectomy in a retrospective study over 10 years, capturing 27 patients. These 18 patients were diagnosed with bia-alcl with 'recurrent seroma'. The devices have been explanted. The manufacturer of the devices is unknown.